Event description:
Pt has been resident in nursing home for several yrs with diagnosis of gastrostomy tube, dementia alzheimer's type, diabetes melitis, anemia, hypothyroidism and history of cva and seizures. From 6/24/93 to 10/18/93, pt was an inpt in an acute care hosp because of hypothyroidism and history of cva and seizures. Pt was discharged back to nursing home on 10/18/93. At the time of re-admission, pt had 2.7 mm gastrostomy feeding tube in the gut, which was attached to this co's peg adapter. On the morning of 10/19/93, the adapter became dislodged from the peg and apparently slipped into the gut. The pt was returned to the same acute care hosp. The ER physician and family determined that surgery to retrieve the tube was not appropriate and reinserted another peg attached to an external adapter. Pt was discharged back to nursing home that day. On the next morning, 10/20/93, the pt went into respiratory distress with abdominal distention noted. Pt was prepared for return to the hosp but the pt expired. The acute care hosp was notified of the occurrence and of the fact, that this facility will be reporting the event as the user facility. The hosp indicated that they will provide add'l info if required.